Event description:
It was reported to intera clinical that the infusion center had difficulty accessing a patient's pump. The surgeon was called to drain a seroma in the pump pocket and then the surgeon tried to access the pump and was unable to do, despite troubleshooting assistance. The surgeon stated that she believed the pump may have flipped and performed a revision on the pump pocked on (B)(6) 2023. It was later reported to intera that the "revision went well and the patient is doing well." No additional patient consequences were reported.

Manufacturer narrative:
No device deficiency was alleged. Seroma and migration are known adverse events as listed on the intera 3000 labeling. If further information is received at a later date, a supplemental report will be filed.